Manufacturer narrative:
Siemens healthcare diagnostics filed initial MDR 1219913-2020-00035 on 02/06/2020. Additional information 02/11/2020: the instrument log files requested by siemens were sent via siemens secure file exchange. Additional information 2/19/2020: the customer reported a discordant elevated tniu result on one patient. The sample was later repeated on an alternate atellica analyzer and was low/negative. Siemens reviewed the available information to determine probable root cause. Quality control was in range at the time of the incident and no other patient sample results were affected. Siemens reviewed the instrument hardware log files (icdebug and sample/reagent integrity logs) and was not able to find any hardware issues that may have caused the falsely elevated result. The sample was collected in lithium heparin plasma tube and processed for approximately 5000 rpm for 5 minutes. A sample integrity error was generated by the system when the sample was repeated. Preanalytic variables can affect the quality of the sample and can lead to erroneous results. While there is insufficient information to determine the cause of the false results, siemens cannot rule out preanalytic factors leading to fibrin interference as the causative agent. No product performance issue confirmed. The customer is operational. Based on the investigation, no product problem was identified. No further evaluation of the device is required.

Manufacturer narrative:
The cause for the discordant atellica im tni-ultra result is unknown. Siemens healthcare diagnostics is investigating. The interpretation of results of the instructions for use states, "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Event description:
A customer obtained one discordant (elevated) result on one patient sample draw (draw #2) with atellica im troponin I ultra (tni-ultra) compared to repeat result from the same sample and the results of different sample draws from the same patient and versus an alternate method. No issues were observed with any other patients regarding atellica im tnl-ultra. The customer believes that the discordant result was due to the specific sample. Patient treatment was not prescribed, altered or delayed. There was no report of adverse health consequences due to the discordant high tni-ultra result.